Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused an unspecified illness. The patient did receive medical intervention and reported to be hospitalized. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res (B)(4).

Manufacturer narrative:
The manufacturer previously reported received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. Additional information was received and section b5 should have been reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused shortness of breath, bloating, gas and weight gain causing the patient to think she was having a heart attack. The patient did receive medical intervention and reported to go to the emergency room and was hospitalized. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Section h6 was updated with the appropriate health effect - clinical code(s) and type of investigation, investigation findings and investigation conclusions.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging shortness of breath, bloating, gas and weight gain causing patient to think, she was having heart attack related to CPAP device's sound abatement foam. There was no report of serious patient harm or injury. The device was returned to the manufacturer's quality product investigation laboratory for further evaluation. The manufacturer visually inspected the device. There was unknown contaminant on the sd card flip door. An unknown dust contaminant was observed inside blower box at the air inlet. There was unknown dust contaminant on the front panel, rear panel, and bottom enclosure. Insect was observed on the bottom enclsoure. An unknown dust contaminant was observed on the blower box, blower and blower seal. Evidence of liquid ingress with dust contaminant consistent with mineral deposits was observed to blower and blower box. A keratin like substance was observed on the blower box outlet. The manufacturer applied power to the device and verified the airflow. The manufacturer found no error code. The manufacturer has determined that they cannot directly address the symptoms outlined in the complaint. They did observe dust/dirt contamination in the airpath likely from source external to the device and no evidence of degraded sound abatement foam was found. Sections d8, d9, h2, h3, h6 were updated in this report.